Event description:
It was reported that the asymptomatic patient presented in clinic for a regular scheduled device check. Ventricular undersensing followed by a ventricular paced event was observed. It was also noted that post-sensed t-wave oversensing was observed. The device was reprogrammed.